Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty due to aseptic, lymphocyte-dominated vasculitis-associated lesion and metallosis like symptoms.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.